Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the er220 instrument confirmed that it was returned non-functional. The instrument was cycled, ejected 4 clips and then fed and formed 9 conforming clips. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap gastrectomy the clip did not feed from the first clipping and the clip almost jumped out. Another device was used to complete the case. There were no adverse consequences to the patient. Devices will be returned.